Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low draw issue adr# 140654600202011202".

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low draw issue adr (B)(4)."